Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 500 mg/dl with mild ketones. The infusion set was changed and a correction bolus was delivered to address the bg level. The ketones had cleared within a reasonable time. The customer was "ok" at the time tandem customer technical support (cts) was contacted. As the occlusion alarm had occurred in the past, cts was unable to perform a system check to determine a possible cause of the occlusion.